Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was part of a system revision due to infection. Inflammation and pain was noted at the site of the device and when the pocket was opened red/yellow blood and fluid was evacuated. The pocket was then debrided and the device was subsequently reinserted and pocket closed. The patient was placed on antibiotics and will continue to be followed. No additional adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received approximately 9 months after system revision indicating another procedure was performed to explant this ICD system due to recurrent infection. No additional adverse patient effects were reported.